Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/13/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact with all keys responding. The bolus button cover was found to be intact. The bolus button was found to be unresponsive. The bolus button was removed and the contact was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the audio bolus button was unresponsive. The reporter indicated that the button was coming up slightly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.